Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass the reservoir outlet (3/8" to 1/4" connector - reservoir outlet to the oxygenator inlet) had a very slow leak. The customer tightened the connection, yet the slow leak continued as a small drip. Although the pt age is unk, the event occurred at a children's hosp; therefore, the case is assumed to be pediatric. Terumo considers any blood loss in a pediatric case as a serious injury. A 3-10 cc blood loss. Product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available.